Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.

Event description:
Caller indicated the relion was reading high. Customer woke up at night feeling sick. Was sweating, heart pounding. Customer tested at 75 on micro meter and 56 on the breeze meter. She is sure that the micro was reading way too high by the way she was feeling. Treatment unknown.